Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the reported event of a broken pin in the system controller connector was not confirmed. There was no log file submitted for review. The provided information indicated that the black power connector on the system controller is not properly connecting to the power module. It was noted that the controller connector had a broken pin. The controller was exchanged with (B)(4). There were no pictures or additional documents provided. System controller, serial (B)(4), was not returned for analysis and was exchanged. Additional information provided on 13feb20 stated that the controller was returned by the vad clinical team; however, abbott is unable to find any record that this controller was returned to burlington. A review of the device tracking for (B)(4) does not indicate the receipt of this product at any abbott site, no tracking information was provided. A root cause for the reported event cannot be conclusively determined through this investigation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use and heartmate iii patient handbook explain how to care for the equipment which includes the controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the black power connector on the patient's controller was not properly connecting to the power module. Upon inspection of the black power connector, it was noted that a pin broke inside the connector. The patient was given a new controller. No additional information was provided.